Event description:
It was intended to use an endeavor resolute 2.75 x 30 mm rx drug eluting stent to treat a patient. It is reported that the stent struts became damaged while advancing the device. The device was then removed from the patient. No reported patient complications. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (root cause could not be identified). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause could not be identified). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation). Conclusions: inherent risk of procedure (stent deformation).